Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient had electrical shocking in their stomach. It was noted that this was not related to positional movement and it was due to the device. No actions were taken at the time of the report. This change was noted to be sudden. No further complications were reported or anticipated.